Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure (the exact date is unknown however approximately one week prior to (B)(6), 2012). According to the complainant, during the procedure the distal tip of the device broke off inside of the patient. The physician was unable to remove the stones from the patient due to a separate issue and a second procedure was scheduled. During the second procedure to remove stones on (B)(6), 2012, the detached fragment was removed. There were no patient complications as a result of this event. The patient condition was reported as fine post procedure.